Event description:
It was reported that the 9600+ system displayed a battery charger error. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the main frame batteries and the climax coupler. The system was tested and found to be working as intended and placed back into service.